Manufacturer narrative:
Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 26-jan-2025, UDI#: (B)(4); product ID: 97 7a275, serial/lot #: (B)(6), ubd: 29-jan-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implanted intellis adaptivestim pain implantable neurostimulator and associated leads were in use when the patient experienced patient-reported ¿full body shocks¿ while the stimulator was on, and the patient reported passing out from being ¿shocked¿ by the stimulator, with seven episodes over the last 1.5 years. The patient stated that these symptoms occurred only when the stimulator was on and did not occur when the stimulator was turned off. The patient reported that, while riding a lawn mower, the patient passed out and then woke up with cuts to the right shoulder and cuts to the face. The patient also reported decreased or changed stimulation effect, stating the patient did not feel the stimulation where it used to be felt, and suspected inferior lead migration. The patient reported performing intense physical therapy involving several upper extremity movements as a contributing factor. The patient was instructed to keep the stimulator turned off. Device interrogation of the implantable pulse generator was planned.